Event description:
The customer was unable to insert the neotrend-l sensor into the umbilical artery catheter (uac). While attempting to insert the sensor, blood leaked back up inside the sensor and leaked inside the sensor and leaked out at the advancement lock. No harm or injury to the patient was reported.